Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the right ventricular pace impedance rises out of range on (B)(6) 2016 and stays pinned at 4047 ohms.

Event description:
It was reported that after the device changeout, the right ventricular lead had a slight threshold rise. The lead now has high impedance. The lead pacing was reprogrammed to tip to coil. The lead remains in use. No patient complications have been reported as a result of this event.